Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received by the reporter as follows; during the initial procedure, the capsule had to be removed from the patient¿s esophagus.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esophageal procedure, the capsule failed to attach to the patient's esophagus. There was no harm caused to the patient and a repeat procedure was not performed. There was nothing unusual about the patient or the procedure which led to the incident. Prior to the procedure an endoscopy was performed and the esophagus appeared to be normal. The physician has been performing the bravo procedure for 5 years. The vacuum source was a medela pump. A lot of water based lubricant was used to facilitate capsule placement which may have entered the suction hole on the capsule. No other known adverse events were reported.